Manufacturer narrative:
Correction/removal report number: (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and a nonconformance was found in relation to the manufacture of this lot; all affected unites were scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of 2000ml exactamix eva tpn bags leaked around the port. This was observed during the compounding process. There was no patient involvement. No additional information is available.